Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The received pictures were reviewed. A redness in the area of the implant on top of the cranium can be confirmed. If the redness is related to the implant or not can be based on the picture not be determined. In general can related to MRI information page 6 of the matrixneuro surgical technique be pointed out. Product was not returned, therefore no investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient was burned after MRI scanning. The patient underwent surgery with our plates and screws. No further information available. This report is for one (1) plates: matrixneuro. This is report 1 of 2 for (B)(4).